Manufacturer narrative:
A ge oec service representative investigated the issue and it appears that the service engineer replaced the image intensifier and image intensifier power supply to restore the proper imaging. The system was tested and found to be operating as intended. The system was released to customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 9600 fluoroscopy system was reported to have blurry images. Poor image quality.